Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads having the same lot number. It was reported the patient is unable to feel stimulation. Diagnostic testing revealed invalid impedance readings. X-rays were ordered to evaluate the issue. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 during which time the leads were noted to be correctly inserted into the ipg. However, intra-operative testing revealed 8 contacts displayed high impedance values. Reportedly, the leads were reconnected to the ipg and impedances still displayed as high. A second surgery may be undertaken to further address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified one of the patient&#38112;scs leads was explanted and replaced with a different model. Effective stimulation was restored with the surgical intervention.